Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assembly. The motor and force sensor had moisture damage. The keypad trace flex fingers was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify pump error 35 due to download anomaly. Unable to perform the carelink upload due to critical pump error and download anomaly. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had cracked case at the battery tube side, cracked battery tube threads, missing display window cover, scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2020 the customer alleged critical pump error (open book image) alarm, pump error 35 alarm and was hospitalized for high blood glucoses. Device received with critical pump error (open book image) and unable to download due to corroded electronic assembly. Swapped out case and test pbca 1 with working board, however, pump still failed to download firmware and xtest using crest preventing download of history files and traces using thus. The motor and force sensor had moisture damage. The keypad trace flex fingers was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unable to verify pump error 35 due to download anomaly. Unable to perform the carelink upload due to critical pump error (open book image) and download anomaly. Force sensor zero offset within specification. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had cracked case at the battery tube side, cracked battery tube threads, missing display window cover, scratched case, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Unable to verify customer alleged for high bgs. Critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to verify pump error 35 alarm. Unable to download due to moisture damage on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial report had the incorrect information. The correct information has been provided with this report.

Event description:
Customer was not hospitalized overnight but was there for 10 hours.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the insulin pump had open book image on the screen. Troubleshooting was performed. A broken force sensor was detected during seating or regular delivery error was displayed before the open book image was displayed on the screen. Customer was hospitalized for high blood glucose level of 33 mmol/l and was treated with insulin pen. The device will not be returned for analysis.